Event description:
It was reported that the customer experienced high blood glucose levels. The customer also had frequent battery changes and a loss of settings on the insulin pump. The customer stated that subsequently he experienced high blood glucose. The customer had to restart the rewind process several times in order to complete the process. The customer also mentioned that the screen was scratched and hard to read. The customer further stated that there was also condensation inside the insulin pump and that the bolus button was sticking. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.